Event description:
It was reported that the patient presented in-clinic for an unrelated procedure. It was noted that the right-ventricular (rv) lead exhibited high and low pacing impedance and insulation damage. No intervention was performed. There were no patient consequences, and the patient was stable.